Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 72-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were not reported. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The axillary insertion site continued to bleed after closure. The physician had to reopen the access site to address the bleeding, placing three additional stitches at the anastomosis. A jp drain was left in place and one unit of packed red blood cells was given. The patient survived to explant. Bleeding may have resulted from access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.